Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2016, it was originally reported that the customer observed an unknown failure during a shift check. During a follow-up (on (B)(6) 2016) with the customer's bio medical technician, the zoll's service technician was informed of an event on (B)(6) 2016 (customer's incident number: (B)(4)); however, it was not clear if an autopulse platform was used at that time. On (B)(6) 2017, the customer's bio medical technician confirmed that the autopulse platform (s/n: (B)(4)) was deployed at the time of event (on (B)(6) 2016). The platform was used on a male patient in cardiac arrest. It was reported that the platform displayed a user advisory 17 (max motor on time exceeded during active operation) error message. Despite multiple attempts by the attending accident & emergency nurse, the issue was not resolved. Since the hospital could not locate their secondary autopulse platform, manual CPR was provided an unspecified time later. It was reported that the attending health care team was unable to sustain adequate manual CPR for an extended period of time and therefore, decided to ultimately discontinue CPR. No further information was provided. There is no known patient consequence.

Manufacturer narrative:
The report of user advisory (ua) 17 (max motor on time exceeded during active operation) error messages was confirmed based on the review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, the reported event was not able to be reproduced during functional testing of the platform. The root cause for the ua 17 error messages could not be conclusively determined. Review of the archive data retrieved from the platform indicated multiple ua 17 error messages. It was noted that the platform was used on a medium/large sized patient and the battery had sufficient battery capacity to perform compressions. All ua 17 error messages were cleared by the user. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. No error message was observed during functional testing of the platform. Inspection of the drive train motor brake gap verified that it was within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and the platform operated with continuous compression using a light resuscitation test fixture without any issue observed until the battery was depleted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 19 may 2016.